Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and it was caused by physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the instrument channel port was distorted, therefore the user could not connect the suction cleaning adapter to the instrument channel port. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was attributed to the deformation of the connecting part for the suction cleaning adapter because the instrument channel port was misaligned. The cause of the misaligned instrument channel port could not be determined. If additional information becomes available, this report will be supplemented.